Event description:
Pt who was implanted in (B)(6) 2012 with zero-p implant (peek), and screws, level unk was retuned to the operating room on (B)(6) 2012; one screw was removed. Surgeon noted hardware failure. No further info available. This is 1 or 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.